Event description:
Provider states that the clips that hold the battery box in place are broken on the consumer wheelchair therefore when the consumer drives and hits a threshold the battery box falls out. No additional information provided.